Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) was 367 mg/dl. The customer went to the emergency room (ER) and was treated with ativan and nitroglycerin. After 5 hours, the customer left the ER with a bg level of 300 mg/dl and was still in pain. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer had been using apidra insulin in the cartridge. After speaking to a healthcare provider (hcp), the type of insulin used was changed to novolin. The customer was to discuss this new type of insulin with the hcp as it was not labeled for use with the pump.